Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted the ventricle tip capture washers distended, all other capture washers were flat. This resulted from the setscrew being backed out too far and without the correct or a working wrench. Device interrogation was successful. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies.

Event description:
Boston scientific received information that during the elective procedure to replace this pacemaker, the associated ventricular lead was stuck in the device header. The lead was able to be released and remains actively implanted and was successfully interfaced to the replacement device. No adverse patient effects were reported.